Event description:
It was reported by our european affiliate that, after the deployment of a 29 mm sapien xt, it was decided to post dilate the valve because the operator thought there might be some piece of calcium that kept the valve "non stable" in the annulus. There was no pvl but a very small central leak probably because of the wire, which was not significant. During the post dilatation, the valve slipped towards the ventricle and remained in the vicinity of subvalvular apparatus. The decision was made to implant a second valve and remove the first one by transapical surgical intervention. Both procedures ended successfully and patient is doing well. No information about the patient¿s native annulus was provided.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported the valve embolization occurred during post dilatation; it is likely that movement of the post dilation balloon contributed to the embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.